Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide procedure name: hernia procedure; how was the procedure completed: another secure strap used ; please provide additional information regarding clips did not fire properly. For example, was no strap released when fired, multiple straps fired at one time, intermittent release of straps: intermittent release of straps; were there any adverse patient consequences: no. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure and absorbable straps were used. Some of the clips did not fire properly and did not get embedded properly. The procedure was completed using a like device. There were no adverse patient consequences.

Manufacturer narrative:
Fire testing was not conducted because trigger was jammed. Device was disassembled to perform a deep inspection. The device was disassembled and strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended. In addition, the indexer component was found broken condition, that is why the lockout counter did not work correctly and reached the orange color before all straps were delivered.